Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8578, lot# n083970, implanted: 2007 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient was treated and was monitored for symptoms of baclofen overdose. Patient had symptoms of overdose, it was specified that patient was lethargic. Patient was hospitalized and had medical intervention. The pump system was delivering baclofen/gablofen. It was noted that after the patient was experiencing overdose symptoms the physician was notified and the pump was turned down to minimum rate, while the symptoms subsided. Session data report was reviewed to verify correct settings, priming bolus, etc. All the information was correct and in-line with the previous pump settings. The catheter was cleared. It was reported that it was unknown why the patient was overdosed. It was reported that symptoms occurred after pump was replaced during regular end of service (eos) replacement. It was noted that the catheter was patent with cerebral spinal fluid (csf) flow to clear 1-2ml of csf and drug from catheter during pump (eos) replacement. No changes were made to the catheter during replacement of pump. It was unknown if the catheter was partially blocked for a period of time to cause the 220mcg/day flow to overdose patient. Patient status at the time of report was unknown. One day later, it was reported that the patient was doing fine. It was stated that they were not sure what had happened but it was suggested it might have been the anesthesia. All data entry for the priming bolus was correct and dose and concentration were also correct. Additional information received reported there were no further diagnostic procedures. The pump was turned down to the lowest infusion rate until symptoms subsided, ¿then was titrated up to effect.¿ patient was doing ¿fine and sent home.¿ there were no device related issues. It was noted that the clinicians stated it could have been a result of the anesthesia but nothing definitive was discovered.